Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented in clinic. Interrogation of the device revealed that the device was in backup vvi mode. The was reset successfully. Patient was stable with no adverse consequences.